Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h14f09051 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; however, photograph of the sample was provided for evaluation. Visual inspection of the photograph did not reveal any abnormalities with the sample. The reported problem of leak was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient on peritoneal dialysis therapy experienced a leak from the effluent sample bag. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.